Event description:
It was reported that the pt experienced intermittent withdrawal symptoms of shaking, malaise, nausea, vomiting, and diarrhea. The symptoms lasted 8-12 hours. The hcp reported that the symptoms seemed to correlated with physical activity, and did not correlated with pump refills. The pump was reprogrammed a few times and a side access catheter study was performed which revealed that the catheter was patent. At the patient's last refill (date not reported) the patient's pump was filled with saline. The pt was switched to oral medication and is being treated by a different physician. The pt's pump contained dilaudid.

Manufacturer narrative:
.